Manufacturer narrative:
Batch review performed on 07 november 2019 . Lot 183026: 100 items manufactured and released on 10-jul-2018. Expiration date: 2023-06-24. No anomalies found related to the problem. To date, 52 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of instability due to loose ligaments. The surgeon revised the 12mm liner with a 17 mm one 6 months and a half after primary. The surgery was completed successfully.